Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date is estimated. The device was not returned for evaluation. A review of the lot history record could not be conducted because the lot number was not provided. Based on the case information, a conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. The treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
This event was reported through a research article: it was reported that patients undergoing percutaneous coronary intervention received puncture site closure using a starclose device. Complications of the starclose included: pseudoaneurysm=6, arteriovenous fistula=4, large hematoma=10.